Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) stating that the cause of the ins not lasting at least 3 years was because the settings required to treat the patient with parkinson's disease are high draining settings. The ins was replaced by a different doctor so it's status was not known.

Manufacturer narrative:
Date of the event (B)(6) 2019 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for movement disorders. It was reported that patient checked the ins yesterday and there was an elective replacement indicator (eri) and it said 2.57 volts. It was stated that they cannot replace the ins till (B)(6) 2019, and wanted to know if the ins would last till then if there was a doctor who could replace it sooner .they started seeing eri at least a month ago. It was stated that usually the ins lasted three years and patient had not had the device for 3 years yet, so the patient was dissatisfied with the ins longevity. It was noted that the patient saw the doctor yesterday, and it was reviewed that the health care professional (hcp) could call the manufacturer for longevity calculation to see if the ins would last till the 29th. No symptoms reported. No further patient complications were reported/ anticipated as a result of this event.